Manufacturer narrative:
(B)(4). Suspected positive bi and load not recalled.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The subsequent bi result was negative. There were sufficient media remaining in the vial to determine the color was yellow. The ci (elk) which was inserted into the same sterilization bag with the bi changed correctly; however, there was 'blue splash' attached on it. The load was partially released and used on patients before the results were confirmed. The load item released was one epicardial hot plate set. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. The load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 10/01/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to a suspected positive bi. Trending analysis for the product code of ''suspected positive bi" was reviewed from december 2013 through november 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from december 2013 through november 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from october 1, 2013 to december 02, 2013. There were no similar complaints within this timeframe. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. Hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two cyclesure® retains bis were submitted for functional evaluation. Functional specification was met. One bi was returned for evaluation. Cyclesure® suspected positive bi ¿ this bi was manufactured using outer vial of mould #15. The positive bi result cannot be confirmed since no media remains with which to confirm the presence (or absence) of growth. The ci disc is golden in color which is indicative of peroxide exposure. There are staining patterns on it which is consistent with exposure to fluid during the sterrad® cycle. There is a single (B)(6) liner and a single spore disc present. There are no punctures on the outer vial or (B)(6) liner that would be consistent with false positive from external contamination. Sterrad® malfunction was also eliminated as a contributing factor since parametric release parameters were met, the cycle passed and the ci disc changed appropriately after processing. The assignable cause analysis of the code 'suspected positive bi' cannot be determined with the available information. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. The affiliate advised the customer to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.

Manufacturer narrative:
Note that an elk chemical indicator was used in conjunction with this load, however it is not an asp product so is not addressed in the analysis. The "blue splash" could indicate that the media ampoule was broken during processing and leaked onto the non-asp ci strip, however this cannot be definitively concluded.